Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was decreased pacing impedance noted on the left ventricular (lv) lead. The lv lead was reprogrammed to resolve the event and the patient was stable.